Event description:
Resident was found on floor with blood on head, r arm and both hands and back. Resident states he was getting up to get dressed and fell and hit his head on the floor. A 4 cm x 2 cm knot was noted on l back of pt's head. Cut required stitching and staples. The bed alarm system did not function properly. The pt was sent to the ER and received 7 staples.